Event description:
A customer reported their meter turned on with the button, but not after the test strip insertion, and due to that issue, the customer reported they suffered symptoms of dka (diabetes ketoacidosis). The paramedics were called and the customer was reportedly transported to the medical facility, where they remained in the ICU for two days. The customer was reportedly diagnosed with severe hyperglycemia and treated with an intravenous medication, insulin and electrolytes. Additionally, the customer also reported drinking water to alleviate the symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer returned meter. The complaint is under investigation and a follow-up report will be filed once the investigation is complete. Note: the test strips returned by the customer, lot number 0610406, have the expiration date of 04/2008.